Manufacturer narrative:
H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint; therefore, 100 retention samples from the bd inventory were visually inspected with no issues being identified. Furthermore, 10 production lot in-house retention tubes samples were functionally tested and there were no issues related to leakage as all tubes were within specification limits and did not show any leaking before, during, or after testing was complete. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was stopper creep out or loose closure and sample leakage. The following information was provided by the initial reporter. The customer stated: "the stopper is not sealed, and blood leaks from tube after collection.".

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was stopper creep out or loose closure and sample leakage. The following information was provided by the initial reporter. The customer stated: "the stopper is not sealed, and blood leaks from tube after collection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.